Event description:
It was reported that the patient with deep brain stimulation (dbs) experienced a recurrence of tremor symptoms when the implantable pulse generator (ipg) reached its normal end of battery life. A revision procedure was performed, and the ipg was replaced with an identical model. Device analysis was not conducted as the ipg was retained by the facility. The patient recovered well postoperatively, and programming was completed with optimal therapy resuming.